Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 47 mg/dl (aviva 535) and 106 mg/dl (aviva 525). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).